Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The antibody in the patients sample appears to be related to the nature of the antibody in the sample. A product deficiency was not identified.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r323 on the echo.